Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control performed an initial evaluation of the customers device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device spontaneously powered down when in use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The reported issue was verified through review of electronic device data. The root cause of the reported issue was unable to be determined. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted physio-control to report that their device spontaneously powered down when in use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device spontaneously powered down when in use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
The customer provided additional patient information. Reference section a and b.